Event description:
It was reported that an ilet pump housing split at the seam and the pump came apart, and the user transitioned to backup therapy using a tandem pump while maintaining continuous glucose monitoring, with blood glucose reported at 111 mg/dl and no device alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact requiring medical intervention and no hospitalization. Investigation included confirmation of device details and education on shutdown and data handling, with arrangements for replacement and return. Investigation of this case revealed a mechanical integrity issue of the pump enclosure consistent with housing separation, with no impact to therapy reported at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical failure of the device housing.